Manufacturer narrative:
The technician found the brake mechanism assembly was inoperable and the casters were worn. The technician replaced the brake mechanism assembly and the four casters to repair the bed.

Event description:
Information received indicates, the technician found the brake will not hold on the bed.